Manufacturer narrative:
The device was returned. Covidien confirmed the display is missing segments. The universal interface (ui) printed circuit board (pcb) was replaced. The device passed testing. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Covidien received infromation that this n65 pulse oximeter is display is missing segments. The patient was not harmed or injured as a result of the event.